Event description:
It was reported that the lead had a high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtbb1d1 ICD, implanted: (B)(6) 2013. A 383059 lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that prior to being capped and replaced, the left ventricular (lv) lead had exhibited elevated threshold and non capture. The lead was reprogrammed and the patient returned to the clinic noting extracardiac stimulation. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient experienced diaphragmatic stimulation.